Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("pelvis describes a 5 mm metal fragment in the right uterine canthus") and uterine perforation ("perforation of an organ/5 mm metal fragment in the right uterine") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastritis in 2019, coital bleeding and abdominal distension in 2018, dysmenorrhea in 2016, irregular menstrual cycle and mastodynia in 2012 and genital bleeding (iud is removed since it was displaced and there was bleeding). Previously administered products included: iud nos. Concurrent conditions were listed as allergy to nuts since 2018 and lumbar pain since 2009. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), inflammation ("inflammation"), dyspareunia ("very strong pain during sexual relation sexual relations that was almost non-existent") and salpingitis ("tubes with mild inflammatory") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy).essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, device breakage, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, inflammation, pelvic pain, salpingitis, swelling, uterine perforation and weight increased to be related to essure administration. The reporter commented: 13-jun-2018 bilateral salpingectomy. 24-oct-2019-hysterectomy. 12jul2018 consultation with the allergy service to study a possible allergy to metals, which yields negative results. Walnut allergy diagnosed. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in november 2017: shows essures inserted in the uterus; on (B)(6) 2019: showing a normal uterine appearance. [Ultrasound scan] on (B)(6) 2018: showing thickened endometrium of 19 mm; on (B)(6) 2018: pelvis describes a 5 mm metal fragment in the right uterine canthus; in december 2019: correct placement is confirmed based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("pelvis describes a 5 mm metal fragment in the right uterine canthus") and uterine perforation ("perforation of an organ/5 mm metal fragment in the right uterine") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of gastritis in 2019, coital bleeding and abdominal distension in 2018, dysmenorrhea in 2016, irregular menstrual cycle and mastodynia in 2012 and genital bleeding (iud is removed since it was displaced and there was bleeding). Previously administered products included: iud nos. Concurrent conditions were listed as allergy to nuts since 2018 and lumbar pain since 2009. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), inflammation ("inflammation"), dyspareunia ("very strong pain during sexual relation sexual relations that was almost non-existent") and salpingitis ("tubes with mild inflammatory") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, device breakage, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, inflammation, pelvic pain, salpingitis, swelling, uterine perforation and weight increased to be related to essure administration. The reporter commented: (B)(6) 2018 bilateral salpingectomy. (B)(6) 2019-hysterectomy. (B)(6) 2018 consultation with the allergy service to study a possible allergy to metals, which yields negative results. Walnut allergy diagnosed. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2017: shows essures inserted in the uterus; on (B)(6) 2019: showing a normal uterine appearance [ultrasound scan] on (B)(6) 2018: showing thickened endometrium of 19 mm; on (B)(6) 2018: pelvis describes a 5 mm metal fragment in the right uterine canthus; in (B)(6) 2019: correct placement is confirmed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.